Event description:
It is reported that the flexible driver broke during surgery in the hard bone of the acetabulum.

Manufacturer narrative:
(B) (4). As returned, the driver is fractured near the connector. This situation could be due to (but not limited to): excessive force that may have applied during usage, continued operation of the drill after it was stuck against hard material, rapid forward and reversal of direction of rotation when the device is stuck, excessive bending around corners, device wear due to usage with time, and/or low speed/high torque of operation. Without further surgical detail, however, an exact cause cannot be determined. No lot number was provided; therefore, device history records could not be reviewed.